Event description:
During a review of the patient's programming history, it was observed that upon initial interrogation on (B)(6) 2006, the settings were at unintended parameters. Although a faulted test is not present prior to the initial interrogation or on the prior visit on (B)(6) 2006, the settings are indicative of a faulted systems test occuring. The patient's settings were reprogrammed on (B)(6) 2006, prior to the patient leaving the clinic.